Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the cassette leaked before the procedure. The product was replaced and completed with no patient impact.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The customer reported that the cassette leaked before surgery. The unused returned sample was visually inspected. Visual inspection confirmed that the infusion chamber was snapped off from the pinch plate and upon inspection of the weld lines between the pinch plate and infusion chamber, a section was confirmed to reflect inadequate welding between the two components. The source of the customer's complaint is due to a leak between the infusion chamber and pinch plate. This defect is consistent with complaints of a similar nature where an inadequate weld between the two components will cause the cassette to fail during setup and result in the customer's experience. The root cause of the leak is related to a welding defect during the manufacturing process. After review of this complaint, it has been determined that no further actions will be pursued at this time. Each final cassette assembly is 100% leak and flow tested after final assembly to mitigate this type of event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).